Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for clotting was not observed as all samples met specifications.

Event description:
It was reported that micro clots were forming inside a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube during use. No injury or medical intervention.